Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and seven months later of post filter deployment a computed tomography shows here was a clot in the inferior vena cava at the level of the inferior vena cava filter and above the inferior vena cava to 1.5cm below the right atrium and also in the left renal vein. Subsequentially an cavagram shows the clots at the level of the inferior vena cava filter, but above the filter there was smooth lining of the entire inferior vena cava upto right atrium which looked like a clot. A venogram shows the adequate flow, however, there was some residual clots below the level of the filter in the inferior vena cava and the iliac vein. Balloon angioplasty has performed. An computed tomography approximately 15 degree tilt with the apex of the filter abutting the medial wall of the inferior vena cava. There are several limbs of the filter along the right lower aspect that are approximately 8 to 10mm between the inferior vena cava and the wall. No evidence of mesenteric, aortic or small bowel perforation. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2015), g4. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately one year and seven months post filter deployment, the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(expiration date:).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately one year and seven months post filter deployment, the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.